Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #1225714-2013-01901 and 01902.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.